Event description:
Heatlhcare professional reported a patient was injected with 7 syringes of unspecified juvéderm vista xc and developed a slight lump immediately afterwards. A lump of 1 cm size was seen on the marionette line and a similar lump on the lips. Approximately 5 months later, patient experienced late-onset allergic granuloma. Biopsy was not provided. Patient was treated with hyaluronidase and kenacold. Another hcp stated that the marionette line extends to the lower jaw, leaving a twitch (sinking). Status is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.